Event description:
It was reported that the maestro medium fixed duraguard was heating up during testing at the manufacturing facility upon return from a marketing event. The device was being used as a marketing sample. During service evaluation, it was noted that the foot of the device was bent. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
During failure analysis, the reported event of overheating and bent foot was confirmed by the technician through functional evaluation, disassembly and visual inspection. The device likely overheated due to a bent duraguard feature (foot) interfering with the rotation of the bur. A bent foot hitting the bur could cause a thermal event. The foot likely became bent due to excessive side load. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the maestro medium fixed duraguard was heating up during testing at the manufacturing facility upon return from a marketing event. The device was being used as a marketing sample. During service evaluation, it was noted that the foot of the device was bent. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.